Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2016-02351 and 3002806535-2016-00390).

Event description:
It was reported that, prior to surgery, a screw was missing from the handle.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The inserter was returned, visual inspection confirmed the complaint of the missing screw. Review of manufacture records shows the product was made conforming with no deviations during the manufacturing process. The screw likely went missing between the last use and the complaint procedure; the customer should be inspecting the product for such an event.